Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to charge the ipg due to ipg moving in the pocket (related manufacturer reference number 1627487-2021-01749). The ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted replaced. Effective therapy was restored post operatively.